Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audio, which was experienced during evaluation on all volume/tone settings. Evaluation found the speaker was failing, causing the symptom. The failed speaker was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly had no audio output in the emergency room. It was also reported there was no patient involvement.